Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter zapped the patient's mother when she removed the transmitter from the transmitter holder.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and allegation was not found within the investigation window. The allegation was undetermined.